Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) burst. There was no reported patient injury. The time of the occurrence of the balloon burst incident is unknown. The mynxgrip vcd was prepared according to the instructions for use (IFU). No damage was identified on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The deployer was experienced and has received training with the mynx device. The balloon did not lose pressure during preparation or patient use. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube was in its manufactured position. The sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. An inflation/deflation functional test attempt was performed to evaluate balloon functionality. During this evaluation, a longitudinal tear was found in the balloon. A high-magnification microscopic evaluation was conducted to further assess the balloon. During this analysis, the longitudinal tear identified during the functional inspection was confirmed. No additional abnormal characteristics beyond the documented tear were observed. The exact cause of the balloon tear could not be determined based on the available evidence. However, this type of damage is consistent with cases where the observed condition may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure reported, especially since it is not clear when the burst was noted. However, handling factors, access site vessel characteristics (which were not provided) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since excessive force during handling of the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the device. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx grip vascular closure device (vcd) burst. There was no reported patient injury. The mynx grip vascular closure device was prepared according to the instructions for use (IFU). No damage was identified on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The deployer was experienced and in training with the mynx device. The device will be returned for evaluation.